Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported the procedure was to treat a de novo concentric lesion with moderate tortuousity, moderate calcification and 50% stenosis in first diagonal coronary artery. During the procedure, the 2.5 x 15 mm rx tenku balloon ruptured at 10 atmospheres at the first inflation. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.